Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump software did not accurately adjust the amount of insulin delivered. There was no impact to the customer's blood glucose due to the reported issue. Reportedly, the customer performed a pump reset and continued to use pump for insulin therapy.